Manufacturer narrative:
The manufacturer's service representative performed an onsite investigation and was unable to duplicate the reported problem. The system was tested and operates as intended.

Event description:
The customer reported that there were no images displayed on the 7700 system. No pt injury was reported.